Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. The pediatric patient experienced a skin reaction approximately on (B)(6) 2026 after sensor insertion. The reported reaction occurred beneath the entire adhesive patch area and included redness, inflammation/swelling, infection, and cellulitis. The reporter stated that the sensor had previously been reported as having detached on (B)(6) 2026. The following day, she observed redness, swelling, signs of skin infection, and cellulitis beneath the sensor adhesive site and took the patient to a physician for evaluation. According to the reporter, the physician diagnosed cellulitis based on a clinical examination. No allergy testing or dermatologic testing was performed. The reporter further stated that the physician was unable to identify which specific component of the dexcom system may have contributed to the skin reaction. However, she noted that the sensor was the last product applied to the patient's skin before the redness developed. Treatment included oral sulfamethoxazole-trimethoprim at a dose of 5 ml twice daily for 10 days. The reporter indicated that the patient's condition subsequently improved and that the swelling and skin reaction had resolved. At the time of reporting, the patient's condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.